Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless device met strong resistance when the device was pulled out from the [sleeve] hoop coil. After removal, a fray like appearance was observed at the distal tip. Therefore, the device was not used in the patient and the procedure was completed with another pressurewire device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.